Manufacturer narrative:
Pump passed displacement test and selftest. The main arm cannot communicate with the motor arm alarm followed by the motor arm cannot communicate with the main arm alarm found in the pump history due to electronic assembly. No the motor arm cannot communicate with the main arm alarm noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarms. Customer reported that they were able to clear the alarms, and able to rewind successfully. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.